Manufacturer narrative:
The device was returned. Analysis of the returned device confirmed the reported mechanical jam resulting in leak. Additionally, lock lever shaft was observed to be twisted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam resulting in leak appears to be due to observed twisted lock lever shaft. The investigation determined the observed twisted lock lever shaft to be related to product issue. The issue is being addressed per internal operation procedure. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during preparation, a lock lever leak was noted. It was reported that during preparation of the clip delivery system (cds), the lock line cap was unable to be removed. A leak appeared to be coming from the lock lever. The cds was not used. A new device was used to complete the procedure, reducing mr from 3-4 to 1. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.